Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was "saying the CPR sensor was unplugged", when it wasn't. The customer cycled the power and then referenced "therapy". There was no pt involvement.